Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer arm would not lock into place when the handle was turned. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. There were signs of clinical use and evidence of blood. A visual inspection was performed. There were no observable defects. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob failed to tighten the arm. Based upon these findings, the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet failure investigation report (fir) system.